Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with her onetouch ultra meter reverting to the setup mode. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began a few days prior to contacting lfs. The patient does not take medications to manages her diabetes and continued to follow her usual diabetes management routine. After, the patient claims she felt her blood glucose was "low" and ate candy as treatment. The patient did not test her blood glucose on another device. At the time of troubleshooting, the cca noted there was no indication of misuse. The alleged issue occurred after the batteries were recently replaced. The cca walked the patient through the setup options to resolve the alleged issue. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.